Event description:
A third party biomed informed that the customer's device had a service indication and a fault code in memory that indicates a potentially critical failure. There was no patient use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control provided the third party biomed technical assistance and therapy pcb parts information to repair device. Follow up with the biomed found that the device was a refurbished defibrillator purchased from a third party vendor. Device owner received a replacement defibrillator from vendor. The root cause of the reported issue is unknown.